Manufacturer narrative:
The cause of the access site bleeding could not be determined as the user facility did not return the product for analysis. The failure mode will be monitored and trended.

Event description:
A patient was admitted for a high risk coronary angioplasty. The patient had previous had a bypass (CABG) procedure and now all grafts were occluded. An impella cp was placed for hemodynamic support for the angioplasty procedure. After the 14fr introducer was removed and the impella pump's repositioning sheath was placed, the team observed bleeding at the access site. The team had done all due diligence with tightening of perclose sutures, angle matching, and purse string sutures. The team made the decision to remove the impella pump and replace it. They also infuse 2 units of red blood cells.